Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR report #2916596-2017-00357. (B)(4). Approximate age of device ¿ 7 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was started on aspirin and coumadin due to an upward trend in pump power and elevated levels of lactate dehydrogenase (ldh). The patient had recently undergone an lvad exchange on (B)(6) 2017 due to driveline compromise, and was on a heparin drip postoperatively. It was reported that the patient had been off anticoagulation for several years prior to the exchange due to epistaxis. It was reported that 3-d imaging revealed a bend in the outflow graft. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported 90 degree bend in the outflow graft could not be confirmed. The reported increase in pump power was confirmed through an evaluation of the submitted system controller log file. The submitted log file contained approximately 18 days of data from 29jan2017 to 15feb2017 according to the timestamp. On (B)(6) 2017, a transient increase in pump power was captured at 11:17. Pump power returned to baseline values following this event until a sustained elevation in pump power was captured beginning on (B)(6) 2017 through the end of the log file. This elevation in pump power did not affect pump operation or result in any alarms. The pump operated above the low speed limit for the duration of the log file while the driveline was connected. A specific cause for the pump power elevation could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported increase in the patient's lactate dehydrogenase levels could not be conclusively determined. The patient remains ongoing on lvad support with no further reported issues. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not return to the operating room for repositioning of the outflow graft.